Event description:
Nurse checked balloon prior to insertion. Balloon would not completely deflate so it was not used for pt care. Slip-tip syringe with sterile water from the bard add-a-foley tray was used. Re-order # 8991,00.